Event description:
It was reported that in the month of (B)(6) 2011 the lead exhibited 27,000 ventricular noise reversions. On (B)(6) 2011 the patient was syncopal in the operating room and the lead exhibited noise. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded and exposed the proximal coil which resulted in noise.